Manufacturer narrative:
Blocks b5 and h6 has been corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the bile duct for a choledocalithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the nurse tried to shorten the introducer but it was not working and it was broken. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the bile duct for a choledocalithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the nurse tried to shorten the introducer but it was not working and it was broken. The procedure was completed with a different device. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the patient. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.